Event description:
On (B)(6) 2020 the patient underwent a lumbar fusion surgery. Despite successful implantation of hardware, the patient continued to experience pain at the treatment site so a revision surgery was performed on (B)(6) 2021. There were no signs of infection and all genesys spine hardware was removed intact. The cause of the patient's continuted pain is unknown but based on the information from the complainant stating there was absolutely no issues with the gensys spine implants, it does not appear to be related to the genesys spine hardware.